Event description:
Vns patient deveoped an infection post-implant. Further follow-up revealed that the infection was present at the pulse generator/pocket area. The patient had not undergone any surgical or dental procedures or invasive monitoring either three months pre or post vns implant, but is implanted with a g-tube. The infection was treated with antibiotics, I&d and explant of the pulse generator only. Reimplant is planned but not yet scheduled. The infection has reportedly resolved.